Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturing related ref: 3008452825-2019-00644. Following the pvi procedure, a pericardial effusion occurred. An echo was performed at the end of the procedure and the effusion was observed. The event resolved without intervention.